Event description:
It was reported that the insulin pump alarmed motor error during rewind and bolus. Customer unable to leave the process and insulin pump would not response on any buttons pressed. Customer's blood glucose was 18.3 mmol/l. No further information provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test and no motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4),